Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements after a vector programming change was made. The impedance measurements were noted to be in the mid 1200 ohms range prior to the vector change and in the low 2000 ohm range after the vector change, which is high out of range. Boston scientific technical services (ts) confirmed to the boston scientific representative that a vector programming change can change impedance measurements. Ts also noted that the pace impedance upper limit alert is currently programmed to 2000 ohms and provided guidance that they might want to consider changing it to something higher. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported.